Manufacturer narrative:
Info was completed by the MFR based on info obtained from the complainant. There is no evidence that the device was not used in accordance with the labeling. The risk of this problem is noted within the labeling. The complainant reported that the device would not be returned for evaluation, as it was discarded subsequent to the event; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
The complainant reported that the clinicians were implanting a solyx mid-urethral sling system in a female patient. The patient was reported to be very small in stature, and the doctor further reported that the patient was "under weight". He also commented that the patient had a very small pelvis overall, and considered it "unusual". During the procedure, the physician could not achieve proper sling tension, and felt that the sling was too long for the patient's anatomy. The physician then obtained a boston scientific corporation obtryx sling system and successfully completed the implant procedure. The complainant reported that there were no complications to the patient and the patient's current condition is reported as "fine".